Event description:
It was reported that the right ventricular lead had recorded 22 ventricular high rate episodes and one episode was noted to have noise. Noise was also noted on the right atrial lead. The right atrial lead remains in use. It was later reported that the right ventricular lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the proximal segment of the lead was returned and analyzed with no anomalies found. There was blood/body fluid (not obstructed) on all conductors and there was cosmetic metal ion oxidation and environmental stress cracking on the inner insulation. The outer insulation had a white substance on it as well as a cosmetic depression.